Manufacturer narrative:
Concomitant products : 1788tc lead, implanted: (B)(6) 2007, 7000 lead, implanted: (B)(6) 2007. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that over the last two to three interrogations of the device, there was an abnormally rapid decline in estimated battery longevity. Optimizations were discussed with the clinician and routine follow-ups are scheduled with the patient. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.